Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s1; cat# 5536b100; lot# unknown. Triathlon p/a cr beaded #2r; cat# 5517f202; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Surgery went well and clinical outcome was satisfactory. During pt in recovery, patient went into egregious recurvatum please expedite investigation results. Patient came in the next day and had revision surgery. Femoral component, baseplate, and insert were revised. Right knee. Case type / application: tka 2.0.

Event description:
No new information.

Manufacturer narrative:
The previously reported cr insert does not provide constraint and therefore is concomitant. A supplemental report has been filed to reflect the updated subject device. The following devices were also listed in this report: tritanium bplate triathlon s1; cat# 5536b100; lot# unknown. Reported event: an event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records could not be performed as lot code information was unknown. -complaint history review: not performed as lot code information was unknown. Conclusions: it was reported that during pt in recovery, patient went into egregious recurvatum. Revision surgery took place whereby femoral component, baseplate, and insert were revised. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.